Event description:
The customer received questionable tina-quant hemoglobin a1c gen.2 (hba1c) on their integra 800 analyzer. The customer provided data for 72 samples, of which 16 were discrepant and reported outside the laboratory. A doctor called questioning one of the results. Repeat testing was performed on (B)(6) 2012. The first patient's initial hba1c result was 8.0%. The repeat result from the original analyzer was 6.1%. The second patient's initial hba1c result was 8.4%. The repeat result from the original analyzer was 6.1%. The third patient's initial hba1c was 7.1%. The repeat result from the original analyzer was 5.4%. The fourth patient's initial hba1c was 7.8%. The repeat result from the original analyzer was 6.2%. The fifth patient's initial hba1c was 10.8%. The repeat result from the original analyzer was 8.6%. The sixth patient's initial hba1c result was 7.4%. The repeat result from the original analyzer was 5.2%. The seventh patient's initial hba1c result was 7.5%. The repeat result from an analyzer at another laboratory (arup) was 5.5%. The eighth patient's initial hba1c result was 7.8%. The repeat result from arup was 5.8%. The ninth patient's initial hba1c result was 7.9%. The repeat result from the original analyzer was 5.9%. The tenth patient's initial hba1c result was 8.1%. The repeat result from the original analyzer was 5.9%. The eleventh patient's initial hba1c result was 7.4%. The repeat result from the original analyzer was 5.7%. The twelfth patient's initial hba1c result was 7.2%. The repeat result from the original analyzer was 5.6%. The thirteenth patient's initial hba1c result was 7.6%. The repeat result from the original analyzer was 5.4%. The fourteenth patient's initial hba1c result was 8.3%. The repeat result from the original analyzer was 6.5%. The fifteenth patient's initial hba1c result was 8.3%. The repeat result from the original analyzer was 6%. The sixteenth patient's initial hba1c result was 11%. The repeat result from the original analyzer was 8.4%. The customer considered the repeat result to be correct, and corrected reports were issued for patients 6-16. There were no adverse events. The hba1c reagent lot number was 64946701 and the expiration date was 02/28/2013. The field service representative found that the sample probe ropes were loose. He tightened the sample probe ropes. The customer performed calibration and quality control with passing results.